Event description:
It was reported by the sales rep that post op to a discectomy the patient developed a hematoma. They were brought back in and it was surgically removed, relieving the pressure on the spinal cord. The patient is doing fine.